Manufacturer narrative:
Investigation: a results issue was reported on a bd phoenix m50 instrument (p/n 443624, s/n (B)(6)). Customer indicated that there was false positive in the meropenem and requested questions. Bd identified that it was not a consumable complaint and was issue with instrument. The problem was already been resolved. The client had already reported improved results with the advice of the scientific adviser and the instrument was working correctly, also added binary files. No wrong results were generated, as they were all tested manually before the result was released. The result was not used for treatment, they confirmed all changed results manually. There was no damage to the patient, as we detected that there was something wrong with the resistance to meropenem and so they were confirmed it before the result was released. Review of the device history record not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. A false positive may lead to misdiagnosis or incorrect treatment. There was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). (B)(6).

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system false resistance was observed by the laboratory personnel. A false positive may lead to misdiagnosis or incorrect treatment. There was no report of patient impact.